Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemic event followed a period of hyperglycemia and a less than usual dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that this hypoglycemic event was caused by the user underestimating the carbohydrate content of their meal and choosing a meal dose size that was too small, resulting in a prolonged hyperglycemic excursion and additional correction insulin, which increases the risk of hypoglycemia.

Event description:
On 8/19/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/19/24. The user experienced a low bg event with a cgm sensor reading below 40 mg/dl. The user woke up with ringing in their ears and dizziness, prompting their mother to call 911 before treating the low with glucose. After receiving advice from a nurse to administer glucose, her mother provided a cookie, pancake, syrup, and sausage. The user recovered without needing ems.